Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site. Subsequently, the patient underwent a skin flap revision surgery (secondary closure) on (B)(6) 2019 and was treated with oral and topical antibiotics (date and duration not reported) post surgery.

Manufacturer narrative:
This report is submitted on november 15, 2021.